Event description:
It was reported that on an unspecified date "during the first week of use the inner cannula was broken at the top after the connector". It was reported "it was necessary to change the cannula at the patient". It was reported "no additional complications". It was reported "the patient died in the meantime". It was reported "the patient's expiration was not related to the device". It was reported "patient died on his previous illness (muscle disease)". It was reported "according to the customer there was no link to our products."

Manufacturer narrative:
The lot number is unknown. No analysis or conclusion can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.